Manufacturer narrative:
Device evaluated by MFR?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient has an infection around the generator site that the surgeon is aware of and treating with antibiotics. The device history records of the generator was reviewed and found that the generator passed final quality and functional specifications prior to release. It was confirmed that the device was sterilized prior to being released. No surgical intervention in regards to this event has been reported to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.